Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-8741-40 t10 driver tip broke during a case and was stuck in the screw. The broken piece was retrieved from the patient and there was no injury.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the drive geometry at the distal tip of the returned ar-8741-40 had broken off. No fragments were returned for inspection. It was not indicated if a torque-indicating adapter had been used with the device. A probable cause is attributed to over-torquing/over-engaging the driver within the screw head. The cause remains undetermined.